Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with belt) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the y402 crystal oscillator was broken off of the computer / analog (ca) board. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged y402 component. The root cause of the damaged y402 component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.